Manufacturer narrative:
Other text: b3: date of event, d4: UDI section and g5: 510k are unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted no physical damaged was found on the device. As a result of checking the error history log, it was confirmed that there was a record of the "high-pressure" alarm occurring continuously during pump operation on september 5, 2023. Functional testing could not duplicate or confirm the complaint. It is possible that the device had a defective downstream sensor or cassette product. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventatively replaced the downstream sensor and the upstream sensor was re-calibrated. Device passed all functional testing after the repair and calibration.

Event description:
It was reported that the "blockage" alarm occurs frequently. Patient involvement is unknown.